Event description:
A distributor in (B)(6) reported via fph representative that the bc2745 infant nasal cannula had "come apart", where the tubing near the prongs was separating. No patient consequence was reported.

Event description:
A distributor in (B)(6) reported via fph representative that the bc2745 infant nasal cannula had "come apart", where the tubing near the prongs was separating. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint bc2745 nasal cannula was returned to fisher & paykel healthcare (B)(4) and visually inspected. Results: visual inspection revealed that the pvc tube had detached from the right side of the nose piece, confirming the reported fault. A lot check was not performed as no lot number was provided. Conclusion: it is possible that the cannula tubing was not bonded to the nasal interface properly or an insufficient amount of bonding agent applied to the cannula during manufacturing. The bc nasal cannula is a supplied part and the supplier has been notified of this complaint.

Manufacturer narrative:
(B)(4). The complaint bc2745 nasal cannula is currently in transit to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow-up report upon receipt of the complaint device and completion of our investigation.